Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that every morning at 10am, the insulin pump reads resets, then the customer clears the alert and the insulin pump turns off, counts down or goes into suspend mode. The customer stated that this has been happening for the past five days. The customer stated that the insulin pump alarmed radio frequency error. Troubleshooting was performed and the insulin pump failed the self-test. The customer stated that they were unsure of their blood glucose at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor. The insulin pump was received with an alarm during self -test due to faulty radio frequency board. The insulin pump passed displacement test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.